Manufacturer narrative:
(B)(4): the customer reported that sometimes the device does not pass the system test using external paddles. There was no patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that sometimes the device does not pass the system test using external paddles. There was no patient involvement.